Event description:
Patient taken to (B)(6) for emergent thrombus removal and large piece of iha aspiration catheter broke off inside the patient's right carotid artery. Removal attempted but unsuccessful. Arrangements made immediately with vascular surgery end pt transported to nearby heart hospital fer an open carotid endarterectomy, fragment removal and patient returned to the hospital for ICU admission. Patient is currently improving end device is secured in the ir manager office. Preparations underway to return product to representative for further evaluation.